Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was found to have failed with error 31226/1126 on an in-house system. The usm also failed during fiber test with all fibers (clock spring, parallelogram and rolling loop). As a fix, parallelogram assy, rolling loop assy and clock spring assy will be replaced. The second usm had failed in normal mode as errors 31226 and 1126 were triggered on the in-house system. The usm was also tested on a functional test platform and failed the fiber test on the clock spring and parallelogram. The clock spring and parallelogram fibers were swapped with new ones and the error went away. The clock spring and parallelogram assemblies will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted the technical support engineer (tse) to report that arm 3 is down. The customer was not in the room when the issue occurred and no one in the operation room (or) documented the fault code. The procedure was completed as planned with no reported injury.